Event description:
Customer reported she has been receiving no delivery alarms for a week. Customer stated that she tried changing the battery and reservoir and was recurring during basal and bolus delivery. Customer was not able to troubleshoot since alarm was not occurring at the time. Blood glucose value is 103 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.